Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the reported event was regarding no movements were available, due to geometry restarting while the system was in clinical use. The procedure completions details are unknown, however there was no harm reported. A philips field service engineer (fse) inspected the system on-site and as part of troubleshooting, identified a potential short circuit in the tube cover/sensor leading to a defect in the -15v power supply of the geo power distribution rack. The potential cause of this short circuit is unknown. To resolve the reported issue, the fse replaced the tube cover/sensor, the geo power distribution control rack. The fse also identified that the boards and the geo module were potentially impacted and replaced. After the replacements, the system was returned to use in good working order and ready for clinical use. Analysis of the log file identified issues with connection of the table towards the system due to the faulty power supply in the geo power distribution rack. The faulty power supply has also damaged the boards and geo module. The geo power distribution rack was returned for further analysis and no failure was observed. The codes were updated based on the investigation outcome.